Manufacturer narrative:
The device alarmed motor error during basic occlusion test due to faulty force sensor resistor. We were unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test. We were unable to verify prime or fill anomaly or prime alarm due to motor error alarm. The device was received with normal operating currents and passed unexpected restart error test and self-test. Motor passed motor test. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address, serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer¿s blood glucose level was 163 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.